Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of driveline fault alarms can be confirmed based on the submitted log files, however a specific cause for the driveline fault alarms cannot be conclusively determined. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported external driveline damage could not be conclusively established through this evaluation. The submitted log files contained data from 23jan2019 to 22feb2019. The log file captured intermittent driveline fault alarms that were activated due to phase 3 being much lower than phases 1 & 2. No additional atypical alarms were observed after the controller was switched to a backup controller. The pump speed remained above the low speed limit and the pump appeared to be functioning as intended. It was reported that the patient experienced driveline fault events. In addition, it was noted that the patient had rescue tape on two areas of the external driveline. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 3 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that there appeared to be wear on the external portion of the driveline where it secures into the foley anchor. No visible fractures were seen. Technical services suggested considering installing a little rescue tape on the driveline section where it secures into the foley anchor as a precaution. The driveline x-ray submitted was unremarkable. No additional information was provided.